Event description:
It was reported that the insulin pump had an intermittently unresponsive keypad. The blood glucose reading was 156 mg/dl. No significant events leading to the keypad issues were observed. The caller stated that the up arrow button frequently had no response. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.